Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, dizziness, heart beats fast while using the device. The patient also alleged hospitalization due to bleeding in brain, stomachache while using device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging headache, dizziness, heart beats fast while using the device related to a CPAP device's sound abatement foam. The patient also alleged hospitalization due to bleeding in brain, stomachache while using device. There is no correct customer phone number to reach the customer and get information,we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.